Event description:
During a myosure procedure for intrauterine tissue removal and a fluid deficit of 7000cc was noted. "The storz fluid management system was used with a fluid pressure of approximately 100mm hg, flow rate of approximately 500cc per minute, and vacuum setting approximately 350." It was reported no perforation was found and that the procedure was completed successfully. Additionally, it was reported the patient received lasix (furosemide) (dose and route unknown) and remained in the hospital overnight. She was discharged home the next day. On (B)(6) 2011 the physician reported the patient is doing fine.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) reviews were not able to be conducted for the myosure system as product identification numbers were provided by the complainant. (B)(4).